Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted due to dysphagia.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted due to dysphagia.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2022 . Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: we don¿t have a lot of info on this one. The original implanting surgeon moved and it was removed by another surgeon a few years after implantation. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? Egd yes, checking on others. What is the lot number of the linx device? Requested from surgeon. When using the linx sizing device what technique was used to determine the size? Original device implanted by different surgeon. Did the patient have an autoimmune disease? Not available. Is the patient currently taking steroids / immunosuppressive drugs? Not available. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Not available. Not that we are aware ¿ patient went home the next day per the surgeon contacted the surgeon/account 2 times. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please share the results of test? How severe was the dysphagia/odynophagia before intervention? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?